Event description:
Healthcare professional reported right side deflation. Upon initial implant "device was filled to 515 and was a 450 device." Device has been explanted and replaced.

Manufacturer narrative:
No device was received. Only device photos. Visual analysis: visual analysis of the photographs identified: ¿ use error/deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional h.6 health effect impact code: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Upon initial implant "device was filled to 515 and was a 450 device". Device has been explanted and replaced.